Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it did not passed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. No unexpected software low level failures alarms during testing however, the formatted history file confirmed software low level failures alarm, line number 5632 file number 2005 due to a software error. Hardware low level failures alarmed during self test and was confirmed in pump history file due to cold solder joint found on pin 6 of the u1 ambient light sensor.